Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered itself off multiple times during patient use. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Received patient information and date of event from the customer: patient's sex: male. Patient's weight: (B)(6). Date of event was (B)(6) 2018. The device was being used to monitor his vitals. A backup device was brought to the ER at the end of the call.

Event description:
The customer contacted physio-control to report that their device powered itself off multiple times during patient use. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Through further review of the device's electronic records, physio observed that the date of the event was (B)(6) 2018. Has been updated to 06/06/2018. Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced all four battery pins and the customer's battery as a precaution. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered itself off multiple times during patient use. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.